Manufacturer narrative:
An event of kink in the guidewire resulted in delivery sheath being pierced and causing a retroperitoneal hematoma was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined, however the damage is consistent with damage during use.

Event description:
It was reported that on (B)(6) 2023, an amulet delivery sheath 12f 80cm was selected to implant a device. During the procedure, a third party guidewire (non-abbott device) was kinked resulting in the amulet delivery sheath 12f 80cm being pierced and causing a retroperitoneal hematoma to the patient. The procedure was abandoned due to the bleed, however, no blood transfusion was required. Patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.